Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had motor error alarm and esc and act was not responding. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. The customer stated that the time was not changing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen noted during test and time clock advances properly. Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification. No unexpected pitch noise anomaly noted.